Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump rejected batteries. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the act button was sticking out. Customer stated that the insulin was squirting out during priming. Insulin pump grinds during rewind. The insulin pump will not be returned for analysis.